Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "error code 322," caused by loose lower link switch screws. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device displayed an "error code 322" message. Any patient involvement, injury or medical intervention is unknown.